Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents noted. The device had cracked case at the display window corner, cracked reservoir tube, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, and cracked case reservoir tube window corner.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that battery cap was broken possibly due to over-tightening cap which caused failed battery test alarm. Customer's blood glucose was 289 mg/dl. Customer was advised that insulin pump would need to be replaced.